Manufacturer narrative:
The customer's address is unknown:  (B)(6) USA has been used as a default.  (B)(4). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle stick, missing outer cover, missing tear drop label, missing inner shield & harm bruising/bleeding on lot # 9275005. A review of risk management document 149rmn-0004-01 revision 18, indicates that the potential risk of this specific reported incident (pen needle: needle stick, missing outer cover, missing tear drop label & missing inner shield.) Was captured and addressed appropriately. The reported harm bruising/bleeding is directly associated with hazards: needle stick, missing outer cover & missing inner shield; these are captured in risk assessment file 149rmn-0004-01 revision 18. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ pen needles experienced damaged or open unit packaging/seal where sterility was compromised and device damage/deformation with the device still considered operable. Product defects were noted during use. The following information was provided by the initial reporter: material no: 320144 batch no: 9275005. Complaint 1 of 2 per customer email: so far I have no issues, just a blood dot where it stabbed my finger tip that has closed up. I should also add one more piece to the story, probably a week or 2 before, I recall I found an empty cap in the same box. I assumed maybe there was an extra by accident so I threw it away. It is possible that one cap did not have the green seal and the needle fell out of it. And eventually near the bottom of the box was where it stabbed me. Per additional email: I am a home care aid assisting someone with diabetes and a muscular disease. As such I am the one who helps with their injection on a daily basis. Today I reached into the box to be stabbed by an open needle. It was not in any cover, no green tip cover, not sealed, and it went deep into my finger. I pray that the needle was sterile. It was a bd ultra fine needle box.